Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that dropped to 32 mg/dl. Additionally, it was reported intermittent occlusion alarms occurred. Reportedly, the customer reverted to alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information.